Event description:
Caller reported a malfunction on the pump but did not experience any events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. Customer was informed to continue using the pump and to contact support again if the issue reappears, and they acknowledged these instructions.